Event description:
It was reported that the patient implanted with this pacemaker suffered a pocket infection that had been ongoing since their device replacement procedure three months ago. The device was explanted, the site was cleaned with hydrogen peroxide, and a new pacemaker was inserted under the muscle. The patient was well and would be discharged as normal. The implanted lead remains in service with the new device. The explanted device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.